Event description:
A device report from (B)(4)f indicated a surgeon in (B)(6) reported: patient was implanted on an unknown date with click-x system, level unknown. An x-ray was taken on an unknown date that showed the locking cap was loose along with the rod. Patient was returned to operating room on an unknown date surgeon implanted a new locking cap. Surgeon noted they may have forgotten to fasten the first locking cap. No further information is available. This is 3 of 3 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.